Event description:
The patient experienced a burning sensation in or around the neurostimulator (ins) site during recharging, starting on (B) (6) 2005. The ins would heat and it was "hot enough to fry an egg". The warm sensation disappeared when the ins was turned off and would come back once it was turned on. The skin temperature was measured and was noticeably warmer. The skin over the ins was between 94-97f. The temperature at the same location on the opposite side away from the ins was 88 degrees. The impedances did not reflect a device problem. The ins was replaced with no surgical complications. The patient was happy with their new ins. The healthcare provider could not explain why the patient's skin was heating up. During the replacement surgery, the ins was felt within minutes of it being turned off. No heat came from the ins. The connections into the ins were not inserted completely. The fluid from the pocket looked clear of infection. A culture was done.

Manufacturer narrative:
(B) (4).